Event description:
It was reported that the right ventricular (rv) lead showed high thresholds, gradual rise in chronic pacing impedance and high impedance. The rv pacing impedance is greater than 3000 ohms, triggering a lead alert. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5568-53, lead, (B)(6) 2009. (B)(4).